Event description:
Same case as MDR ID # 2134265-2014-02481 and 2134265-2014-02371. It was reported that automatic pullback failure occurred. The motor drive unit was used in conjunction with an imaging catheter and sled. It was noted that the motor drive unit(mdu) automatic pullback stopped as soon as they pushed the pull back button. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).